Event description:
It was reported that during a procedure the tip of the q-fix suture anchor was bent and was not able to be deployed. The procedure was completed using a back-up device. It was necessary to drill an additional hole, there were no voids left. A 1.8mm q fix was used to prepare the insertion site and the insertion site was cleared of all debris. There was a delay less than 30 minutes. It is unknown when the event took place or if there was patient involvement. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found that the distal tip of the driver tub is deformed. A second image revealed the device identification information. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force or torsion during use, misalignment of inserter, or an impact event to the device inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated. H11: corrected information in h6 (investigation findings & component code).

Manufacturer narrative:
H11: corrected information in b5.

Event description:
It was reported that during a procedure the tip of the q-fix suture anchor was bent and was not able to be deployed. The procedure was completed using a back-up device. It was necessary to drill an additional hole, there were no voids left. A 1.8mm q fix was used to prepare the insertion site and the insertion site was cleared of all debris. There was a delay less than 30 minutes. No further complications were reported.